Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that 15 years ago she had a tampon fall apart inside of her. No further information was provided regarding her use of the product or outcome from that time period.